Manufacturer narrative:
Additional information regarding this event is being requested from the field. This report will be updated should additional information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Data analysis confirmed there was an increase in the power consumption and that the device should be explanted. At this time, the pacemaker remains implanted and in service. No adverse patient effects were reported.